Manufacturer narrative:
(B)(4). Date sent: 1/8/2021. D4: batch # u5dl2l. H6: component code: mechanical(g04). Investigation summary: the analysis results showed that one psee45a device was returned with the closing trigger and anvil in closed position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst45t reload loaded in the device. The reload was received partially fired 2/3 with the reload deck damaged. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation, the anvil could not be opened. No functional test could be performed due to the condition of the device. The device was disassembled to verify the integrity of the internal components and the knife was noted to be broken and buckled. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vats wedge resection procedure for patient with fibroid lung, the first shot (with green magazine) worked normally. A second psee45a was opened and fitted with a gst45t. The doctor compressed the tissue with the closed forklift. Closing was not excessively difficult. Then it was triggered. The knife jammed. There was also a cracking noise, as if something had broken in the forklift. The knife could not be pulled back with the reverse button or the manual lever. The stacker could not be pulled back from the tissue in a closed state, so it had to be resected with scissors and cautery. The tissue is located in the forklift mouth. The tissue was closed with tachosil and hand suture. Since the frozen section did not show any carcinoma, no lobectomy was performed. It was reported that patient was fine.